Manufacturer narrative:
The malfunctioning devices were return to vygon for evaluation as part of the complaint investigation. The results of this investigation are pending and will be communicated to FDA within 30 days of its conclusion via follow up MDR.

Event description:
Eight reported leaking issues since oct, but probably more due to not being reported. Most od the issue is leaking from the filter while attached to premi/nutri catheters. One filter leaked while they were priming the set though

Manufacturer narrative:
There were eigth occurrences within this complaint. Those occurrences were captured in the following mdrs: 2245270-2017-00066, 2245270-2017-00067, 2245270-2017-00068, 2245270-2017-00069, 2245270-2017-00070, 2245270-2017-00071, 2245270-2017-00072, 2245270-2017-00073. The complaint for the three samples of product, ams-952-1, lot # 1707009d that was returned with the complaint of leaking filters is confirmed for 1 of the samples and unconfirmed for the other 2 samples. Based on the investigation it was determined that the leaking filter was due to a manufacturing error by the filter supplier. A review of the lot history record was conducted for the lot number provided on the pir report. The qc inspection report indicates zero findings during the lot manufactured in july of 2017. Additionally, the qc test reports recorded a total of (116) sets were tested for leaks and occlusions with no failures. A supplier corrective action request (scar) has been submitted to the supplier; however, this supplier has discontinued manufacturing this model filter. We have sourced an equivalent filter from an existing filter supplier and will monitor the performance of the replacement filter.

Event description:
Eight reported leaking issues since oct, but probably more due to not being reported. Most od the issue is leaking from the filter while attached to premi/nutri catheters. One filter leaked while they were priming the set though.